Manufacturer narrative:
The investigation of automated impella controller (aic) - purge disc/flag issues has been completed. The logs from the complaint date revealed that the console issued purge disc not detected alarm (event set #402) several times. Device analysis: the console was examined and a broken purge disc flag was identified. The root cause of this issue was that the purge disc detect 'flag' got stuck due to dextrose deposits. H8 usage of device was erroneously selected on the initial manufacturer device report number 1220648-2025-30361.

Event description:
The complainant reported that the purge clip of an automated impella controller was broken. There was no noted patient harm.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.